Event description:
It has been reported to philips that the azurion control module would not work. It would not allow c-arm movement. The device was in clinical use. No patient harm reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure, and it was completed as planned. The philips field service engineer (fse) inspected the system onsite and found that the control module did not work and it would not allow c-arm movement. Review the system log file showed that ¿geometry position slip of longitudinal position¿ and ¿enmv_at_startup_high errors¿. The fse replaced new control module. After replacement of control module, system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.